Event description:
It was reported the customer was hospitalized due to low blood glucose and having a seizure. Customer's blood glucose was 13 mg/dl. Customer's current blood glucose at the time of call was 206 mg/dl. The drive support cap was normal. Customer stated he does have highs but it's because he tries to avoid going low. Customer was watching tv prior to being hospitalized. Customer was disconnected ruing rewind or prime sequence. Customer stated the basal rates and bolus history appeared correct in the insulin pump. Customer stated there was more insulin in the reservoir than the screen showed. The device was not exposed to an MRI. Customer was advised to monitor the device and revert to back up plan. Customer went on stating the device over delivered while customer was sleeping. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.